Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
Standard plus lcs patella trial. Poly part of trial separated from metal backing, and pin is missing.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. Photographs of the reported device were provided. Review of the supplied photographs confirmed the retaining pin is missing from the assembly. A complaint database search against the reported product code did not identify any trend of missing retaining pins. The investigation could not verify or identify any product contribution to the reported event without the device to examine and the information provided. Based on the inability to determine a root cause and the low frequency of reported events, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.